Manufacturer narrative:
A technical root cause for the reported event could be excluded. For deeper analysis of the root cause a test treatment according to the provided logfile was performed. The result showed the user selected the button "continue" after an info message and selected eye do not match bed position and selected eye was showing during both reported treatments, so the left eye¿s treatment plan was applied for the the right eye, and the right eye¿s treatment plan was applied for the left eye. The root cause is a user error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient is unhappy with monovision post lasik. The procedure was noted to be reversed, the right eye treatment performed on the left eye and the left eye treatment performed on the right eye. The laser treatment printouts show the correct treatment was planned for both eyes. Additional information received states the patient has not been seen in follow up since the one week post operative visit. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Review of the logfiles for the day of treatment shows no error messages or other abnormalities that could contribute to the reported event. The system passed successfully all initialization steps. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The treatment was performed successfully without any error or problems. On the surgery day all treatments finished successfully. No technical problem could be detectable in the logfile. Also, no problems with the bed could be seen in the logfile. Therefore, a technical root cause for the reported event could be excluded. A review of the technical service onsite history shows no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment . A technical root cause could be excluded, as the system was working with specification. The manufacturer internal reference number is: (B)(4).